Event description:
Abbott perclose closure device lot #5051741 broke during deployment with the tip retained within the patients' artery. A second abbott perclose device lot # 5051741 broke but tip was not retained. Cv surgeon consulted and retained tip removed surgically. All abbott perclose lot #5051741 removed from circulation and abbott notified. Ref report: mw5173289.